Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was reported by the patient to emit tones. Upon review by a hospital technician, there were no alerts found stored to the device or other anomalies . Evidence of tones was noted following disk analysis but a cause could not be determined. The physician elected to continue following the patient normally. Information was later received indicating high out-of-range right ventricular (rv) lead shock impedance measurements were observed in addition to increased, but in-range, pacing impedances. Review of historical measurements found an undulating impedance values that were only intermittently outside of normal limits. Boston scientific technical services (ts) provided suggestions for additional system testing. The physician elected to continue routine monitoring for this patient. No adverse patient effects were reported. This system remains in service.